Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customers blood glucose level was 350 mg/dl, with ketones that were identified as dangerous by healthcare provider. The customer went to the emergency room (ER) visit and was subsequently hospitalized in the intensive care unit (ICU). Customer was treated with intravenous fluids of saline, insulin, magnesium and electrolytes. Customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.